Event description:
It was reported that the right ventricular (rv) lead exhibited three instances of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited three instances of noise. It was further reported that the lead alert triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.